Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Based on the system logs, a motor encoder and potentiometer were replaced. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of 2007, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that during the da vinci prostatectomy procedure the customer experienced a 21013 system error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.